Event description:
It was reported the patient presented with syncope. Interrogation of the device showed undefined rv (right ventricular) impedance of greater than 9999 ohms and no output. The rv lead was tested, with normal measurements. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary testing revealed anomalous output conditions, which were the result of lifted hybrid bond wires.